Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical attention and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient had been transferred to the hospital via ambulance, where they turned the patient away and sent them straight to a diabetologist with hyperglycemia. The patient was treated by fr. Dr. (B)(6), who is their diabetologist at (B)(6) germany). The patient's blood glucose levels reached 33 mmol/l (594 mg/dl) while wearing the pod approximately 3 hours on their leg at kindergarten. The pod was leaking, and the patch smelled a little like insulin. Symptoms reported included the patient was pale and had ketones of 0.3 mmol/l. The patient was treated with the diabetologist applying a new pod. The patient was at the diabetologist for approximately 1 hour.